Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") and uterine cancer ("tumor / teratoma / cancer type: uterus") in a female patient who had essure (batch no. 627451, 12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test.". The patient's concurrent conditions included gerd, endometriosis and menometrorrhagia. Concomitant products included antiallergic agents, excl corticosteroids, ibuprofen, lansoprazole and naproxen sodium (aleve). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine cancer (seriousness criterion medically significant), visual impairment ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and mood altered ("moody"). The patient was treated with surgery (undergo subtotal hysterectomy with bilateral hysterectomy with bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, uterine cancer, visual impairment, fatigue, weight increased and alopecia was resolving and the abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic pain, tooth disorder, uterine cancer, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms menorrhagia; dysmenorrhea; pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs and mr. New reporter added. Patient¿s demographics added. New events added: moody, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: uterus, vision/eye problems, fatigue, weight gain, hair loss, did not undergo confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") and uterine cancer ("tumor / teratoma / cancer type: uterus") in a female patient who had essure (batch no. 627451, 12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test." The patient's concurrent conditions included gerd, endometriosis and menometrorrhagia. Concomitant products included antiallergic agents, excl corticosteroids, ibuprofen, lansoprazole and naproxen sodium (aleve). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine cancer (seriousness criterion medically significant), visual impairment ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and mood altered ("moody"). The patient was treated with surgery (undergo subtotal hysterectomy with bilateral hysterectomy with bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, uterine cancer, visual impairment, fatigue, weight increased and alopecia was resolving and the abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic pain, tooth disorder, uterine cancer, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms menorrhagia; dysmenorrhea; pelvic pain. Lot number: 12367144, manufacture date: 2008-08, expiration date: 2016-07; lot number: 627451, manufacture date: 2008-07, expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") and uterine cancer ("tumor / teratoma / cancer type: uterus") in an adult female patient who had essure (batch no. 627451, 12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test.". The patient's concurrent conditions included gerd, endometriosis, menometrorrhagia and obesity. Concomitant products included antiallergic agents, excl. Corticosteroids, ibuprofen, lansoprazole and naproxen sodium (aleve). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have uterine cancer (seriousness criterion medically significant) and weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and mood altered ("moody"). The patient was treated with surgery (undergo subtotal hysterectomy with bilateral hysterectomy with bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine cancer, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased and alopecia was resolving and the abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic pain, tooth disorder, uterine cancer, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms menorrhagia; dysmenorrhea; pelvic pain lot number: 12367144, manufacture date: 2008-08, expiration date: 2010-05. Lot number: 627451, manufacture date: 2008-07, expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), genital haemorrhage ('heavy abnormal bleeding/ abnormal bleeding (general)') and uterine cancer ('tumor / teratoma / cancer type: on uterus') in an adult female patient who had essure (batch no. 627451, 12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test.". The patient's concurrent conditions included gerd, endometriosis, menometrorrhagia and obesity. Concomitant products included antiallergic agents, excl. Corticosteroids, ibuprofen, lansoprazole and naproxen sodium (aleve). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have uterine cancer (seriousness criterion medically significant) and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), mood altered ("moody") and back pain ("low back pain feels like labor pain"). The patient was treated with surgery (undergo subtotal hysterectomy with bilateral hysterectomy with bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine cancer, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased and alopecia was resolving and the abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic pain, tooth disorder, uterine cancer, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms menorrhagia; dysmenorrhea; pelvic pain lot number: 12367144, manufacture date: 2008-08 expiration date: 2010-05. Lot number: 627451, manufacture date: 2008-07 expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event lower back pain added. New reporters added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and uterine cancer ('tumor / teratoma / cancer type: on uterus') in an adult female patient who had essure (batch no. 627451, 12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test.". The patient's concurrent conditions included gerd, endometriosis, menometrorrhagia and obesity. Concomitant products included antiallergic agents, excl. Corticosteroids, ibuprofen, lansoprazole and naproxen sodium (aleve). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have uterine cancer (seriousness criterion medically significant) and weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), mood altered ("moody") and back pain ("low back pain feels like labor pain"). The patient was treated with surgery (undergo subtotal hysterectomy with bilateral hysterectomy with bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine cancer, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased and alopecia was resolving and the abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic pain, tooth disorder, uterine cancer, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms menorrhagia; dysmenorrhea; pelvic pain lot number: 12367144 manufacture date: 2008-08 expiration date: 2010-05. Lot number: 627451 manufacture date: 2008-07 expiration date: 2010-07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 8-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.